Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 rows b & c were not detected on bus. A field service engineer reseated all internal wiring to inside of drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4 was failed and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.